Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to foreign material being ejected from the channel. Water tightness was lost in both the right/left and front-end knob due to deformation, the grip had a scratch, forceps channel port had a scratch, the air water cylinder and suction cylinder were found to both have discoloration, and the up/down knob had a scratch. The switch box had a scratch, the scope connector cover and case were both scratched, and the plug unit had a scratch. Due to a crack in the distal end cover, the insulation resistance value did not meet the standard value, the image had a partial dark area due to a scratch on the objective lens, and due to channel clogging, the channel cleaning brush could not be inserted smoothly. The light guide (lg) bundle had breakage, objective lens had a chip, lg lens had a scratch and was cracked, the connecting tube was cut, and the universal cord had coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera iii gastrointestinal videoscope, the working channel was clogged. The issue was found at reprocessing. Glue and hemospray were also used. The procedure was completed using the same device without further issue and there was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e2/e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was ejected from the channel. The material was identified as tissue glue. The cause for the material remaining in the channel could not be specified. There was no physical damage to the area where the foreign material was found and there were no reported deviations from the instructions for use (IFU). The event can be detected and prevented by following the instructions for use (IFU) which state: "when using endotherapy accessories, keep the distance between the distal end of the endoscope and the mucous membrane greater than the endoscope¿s minimum visible distance so that the endotherapy accessory remains visible in the endoscopic image. If the distal end of the endoscope is placed closer than its own minimum visible distance, the position of the accessory cannot be seen in the endoscopic image, which could cause serious patient injury and/or equipment damage. The minimum visible distance depends on the type of endoscope being used. Refer to section 2.2, ¿specifications¿." Olympus will continue to monitor field performance for this device.